Event description:
It was reported that the pump was replaced due to either a catheter blockage or a pump malfunction. The reporter stated that the pump had not been working correctly since (B)(6). It was indicated that a physician had attempted a dye test in (B)(6), but couldn¿t get the dye to go through the catheter. It was also noted that the patient had an appointment to have the stitches taken out about 12-14 days from the time or report. The new device system was used to deliver clonidine and dilaudid, but there was no verification that there had not been a change to the drugs following replacement.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n183229004, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).